Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015 phone call, (B)(6) 2015 e-mail, and (B)(6) 2015 e-mail. A ge healthcare service representative performed a checkout of the equipment. The logs were reviewed and confirmed the reported complaint. The software was replaced, and the unit was returned to service.

Event description:
The hospital reported that, at the end of a case, the display went black and the unit switched to alt o2. The clinician reportedly manually bagged the patient and cycled power on the machine to complete the case. There was no reported patient injury.